Event description:
This event is being reported as part of "a retrospective, mult-center study evaluating the outcomes for integra skin sheet bilayer or single layer products used in complex lower extremity soft tissue reconstruction." It was reported: subject received integra, with negative pressure wound therapy (npwt), and irrigation and debridement on (B)(6) 2013. The subject's wound, which was on the right plantar foot, and had a surgical, diabetic neuropathy ulcer etiology. The wound's approximate measurement was documented as 10 cm length, 3.5 cm width, with a depth to the bone. On (B)(6) 2013, the subject had an adverse event of an infection. This event was documented as severe in severity and possibly related to the initial index treatment with integra. It was considered a serious adverse event. On (B)(6) 2013, the subject was readmitted. On (B)(6) 2013, irrigation and debridement of the target wound was performed. On (B)(6) 2013, a left angiogram was performed. The target wound was not a suitable target for revascularization on this date. On (B)(6) 2013 irrigation and debridement of the target wound was performed, followed by a mid-foot (lisfranc) amputation. Purulence and necrosis were present at the margin, and a below knee amputation was recommended. This event is deemed resolved on (B)(6) 2013 when a below knee guillotine amputation was performed. On (B)(6) 2013 a below knee amputation revision and closure surgery was performed. There are no additional follow-up visits available.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based upon the reported information.